Event description:
The customer alleged they received a questionable lithium result on their c501 analyzer for one patient. The patient's initial lithium result was 1.27 mmol/l. The repeat result was 0.79 mmol/l. It was unknown if either result was reported outside the laboratory. There were no reports of any adverse events. The lithium reagent lot number was 65708201 and the expiration date was (B)(6) 2013. The local roche affiliate asked the customer to change the sample and reagent probes and clean the water tank. The customer then performed a reproducibility test for lithium which was ok. A definitive root cause was not determined. It was noted the customer was not following the tube manufacturer's centrifugation recommendations.

Manufacturer narrative:
This event occured in (B)(6).